Manufacturer narrative:
The associated complaint devices were not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re opened.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure had troubles with the broaches are they were not releasing from the handle. The scrub nurses noticed that they were not easily attaching and detaching.